Event description:
It was reported that a patient underwent a cholecystectomy procedure on (B)(6) 2011 and suture was used on the rectus abdominis. (B)(6) after the procedure, the patient's tissue was not healing and there was an infection. The patient is currently in the hospital. Additional information has been requested.

Manufacturer narrative:
(B)(4). The suture was removed and medication was given to the patient. (B)(4). A review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all sterilization and finished goods release criteria.

Manufacturer narrative:
(B)(4). Results: three intact samples of the product were received for evaluation which is an inadequate quantity required for sterility testing relative to the complaint. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the lot sterilization records was conducted. This review did not identify any quality concerns and the lot met all release criteria.